Manufacturer narrative:
Block d6a: approximated based on the device being implanted at the end of (B)(6) 2024. Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f08 captures the reportable event of hospitalization. Block h11: investigation summary the orbera365 intragastric balloon was not returned for analysis, however a media inspection was able to be performed since the customer provided photos of the device. It could be observed that the balloon was deflated outside the patient. Additionally, stains in the balloon wall inside the patient's anatomy were observed, which can most likely be attributed to the presence of microbes. This condition might lead to hyperinflation of the balloon. The reported event can be confirmed. With all the available information, boston scientific concludes that the most probable root cause assigned is known inherent risk of device. A labeling review was performed and from the information available the device was used per the instructions for the use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon was implanted on an unknown date in (B)(6) 2024. The patient experienced nausea, discomfort, abdominal pain and vomiting for the two weeks. The patient presented with these symptoms to the hospital and the balloon was determined to be hyperinflated and therefore was removed in an endoscopic procedure. The patient was admitted to the hospital beyond the standard of care. Patient expected to fully recover.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon was implanted on an unknown date in (B)(6) 2024. The patient experienced nausea, discomfort, abdominal pain and vomiting for the two weeks. The patient presented with these symptoms to the hospital and the balloon was determined to be hyperinflated and therefore was removed in an endoscopic procedure. The patient was admitted to the hospital beyond the standard of care. Patient expected to fully recover.

Manufacturer narrative:
Block d6a: approximated based on the device being implanted at the end of (B)(6) 2024. Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f08 captures the reportable event of hospitalization.